Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was 591 mg/dl with trace ketone and vomiting. Ketone level was identified as life threatening by a health care provider. Elevated bg was addressed by manual insulin therapy. Customer went to the emergency room and was subsequently hospitalized. Customer was treated intravenously with fluids of saline and insulin. The treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.